Event description:
It was reported that pump housing around usb port was damaged, screws no longer held surrounding plastic in place, and pump could no longer be guaranteed watertight, although charging ability was not affected and cause of damage was thought to be normal wear and tear. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump with alternate method available if needed, while technical support arranged a warranty replacement pump with updated software.